Manufacturer narrative:
(B)(4).the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Supraventricular tachycardia (svt) was recognized as ventricular tachycardia (vt). The shock was not properly delivered due to low impedance. Technical support suspects lead damage. The physician turned the pacing and tachy off, since the patient doesn't need the ICD anymore.